Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported the patients ins became inoperable. As a result, surgical intervention was undertaken wherein the ins was explanted and replaced.